Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion being treated is unknown. The physician was attempting to place a 2.50x12mm taxus express2 stent. Prior to implanting the stent, the delivery system shaft broke in half. The device was still on the table when it broke. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
A review of the manufacturing documentation for this batch found that the device met its material, assembly product specification at the time of release to distribution. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. Taking into consideration the thorough evaluation conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of undeterminable.